Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown head, unknown, unknown, unknown cup, unknown, unknown, unknown liner, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01397, 0001822565 - 2018 - 01400, 0001822565 - 2018 - 01401. Product location unknown.

Event description:
It was reported that the patient underwent an unknown procedure and subsequently was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: 00801803602, femoral head, 62646598, 00875705801, shell with cluster holes porous 58 mm, 77002707, 00625006530, bone screw self-tapping 6.5 mm, 62690199.

Event description:
It was reported that the patient underwent an unknown procedure and was revised due to subsidence of the stem and limb-length discrepancy. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following have been updated: reported event was confirmed by review of medical records. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.